Event description:
The customer reported the sys displayed an interlock error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced a blown fuse and performed a generator calibration. The sys operates as intended.